Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Pt has a powerpicc solo placed. At the end of the procedure, pt complained that he felt like he was "suffocating." He lost consciousness and a respiratory code was called. Three hours later, pt was fine. PICC was left in place and is being used. Add'l info: facility believes that the pt had a pe and that this was not an anaphylactic reaction. Evidence includes: pt turned "grey" instead of becoming flushed; symptoms started during introducer placement, prior to any flushing or insertion of the catheter; also, issue did not resolve quickly. Pt was anxious and wheezing prior to loss of consciousness. Pt lost pulse after he stopped breathing and required extensive "coding." Rn technique was carefully reviewed and no evidence of air embolism. Facility did not see pe on CT scan, but believe it may have been an undetected pe. Info was conveyed in phone conversation on (B)(6) 2012, from rn team leader, vascular access team. They have told the pt that they recommend allergy testing for chg. PICC remains in pt who was stabilized and discharged to home after monitoring.